Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The following probable root causes have been identified 1) the operator may have skipped attaching the secondary line to the cassette, 2) customer misuse is possible, where the customer intended to use an ivenix set that does not include a secondary line for blood administration, mistakenly confusing it with a set-0014. There is no way to confirm whether the customer actually used a set-0014, since no picture or batch information was provided to support the investigation. The current process controls detection includes 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch review could not be performed as the affected batch was not provided.

Event description:
The following has been reported: nurse reported: "after priming blood tubing with ns and rbc, it was discovered that the cartridge that goes into the pump did not fit. Upon inspection, the cartridge did not have a secondary line coming into it, only a primary. Since blood products are only set-up in the secondary admin, nurse couldn't use the tubing. Nurse had to re-string/prime new tubing and the same rbc. After it was transfusing for approximately 10 mins, leaking was discovered by where the blood was spiked; a hole was in the blood bag. Nurse immediately stopped the transfusion and disconnected it from the patient. Nurse explained to the patient that the bag was leaking and that needed to go get her a new one. Nurse was unable to find any staff to inform them what was going to do and knew it needed to get the bag to the transfusion lab asap in order to get the process started for a new prepare order. So, staff were not aware why patient had blood on/around the IV pole. As soon as nurse dropped the bag off at tl, nurse immediately returned to the patient's room to clean up the mess. Staff were informed of what happened. Service was aware and a new transfuse/prepare order was placed. Replaced the tubing patient harm: no infusion stoppage: no. A preliminary review of the logs identified the following issue: missing components (set). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.